Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer cannot calibrate as the unit was reported to be in over temperature. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing and no device issues were identified. The reported issue was not confirmed.